Event description:
The customer reported the system had an intermittent communication error which resulted in the system not turning on. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The connectors were reseated during the service call. The system was tested, found to be working as intended and returned to service.